Event description:
Device report from canada reports an event as follows: it was reported that the instrument broke. No surgical delay was reported. The procedure was successfully completed with another reference from a consignment. This report is for two(2)verse x25 inserter/tightener. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Additionally, device history record reviews could not be requested as specific part and lot numbers for the associated devices were not provided. E3: reporter is a synthes employee. No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Review of manufacturing records has been requested.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for verse x25 inserter/tightener was conducted identifying that lot number gm5397030 was released in a single batch on february 25, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the x25 final tightener was found tip stripped. The observed condition was consistent as an end-of-life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was found tip stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed found tip stripped of the x25 final tightener would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.